Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, noise resulting in oversensing was observed on the right ventricular (rv) lead. Noise was reproduced with provocative maneuvers. The physician alleged clavicular crush. The event was resolved by reprogramming the device. The patient was in stable condition and will be monitored.